Event description:
Patient called patient services on (B)(6) 2011 and stated that his previous device was explanted after 2 years because it wasn't any good. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).